Event description:
"A patient was in the surgical intensive care unit following heart transplant surgery. They were on several vasoactive medications, which were being delivered via IV infusion pump. All channels of one of the pumps being used were noted to have stopped working. The patient became briefly hypotensive. They became normotensive immediately following administration of epinephrine". Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis, medical history, and status, names, rates, and concentrations of medications involved, type of failure code, and set up of the infusion device.